Event description:
A customer reported that their pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and a replacement with updated software was sent to the customer. The customer will continue to use the current pump as backup therapy in the meantime. The customer was informed of the necessary steps for returning the problematic pump and acknowledged the instructions.